Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Concomitant medical products: 5086mri-58, (B)(6) 2014. (B)(4).

Event description:
It was reported that there was a right atrial (ra) lead fracture. The chronic right ventricular (rv) lead was moved to the ra and the physician implanted a new rv lead. No patient complications have been reported as a result of this event.